Manufacturer narrative:
Visual inspection of the returned product revealed biomaterial ingestion in the outflow cage and biomaterial on the outflow near the pressure sensor. There was also moderate deformation of the inflow cage. The entire pump was covered in mold. No other relevant damage or abnormalities were found. When the pump was run with a purge cassette, a mass of mold/biomaterial was ejected and the pump purged normally with no purge pressure alarms reproduced. The pump ran with no issues. In conclusion, after reviewing the clinical information, it was confirmed that a clot was suspected to be ingested during support and the pump was removed as a precautionary measure to avoid a potential pump stop. The cause of the cva/stroke was determined to be unrelated to this impella. Given the clinical narrative, the stroke most likely resulted from using the same graft during exchange for the third pump. Updated health effect - clinical code from 1770 to 4440.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.0 pump inserted in the right axillary artery. The patient had a suspected thrombus during the pump exchanged and patient suffered from a middle cerebral artery (m1) obstruction.